Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 (mg/dl). Customer stated that they did not administer a correction for the bg level. It was also reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. Customer was unable to recall the amount of insulin used to fill the tubing during the load sequence. Customer reported a bg level of 160 (mg/dl) at the time of the event. During follow-up with the customer on (B)(6) 2016, the customer stated that the insulin gauge recalculated to 60 units of insulin and that they felt comfortable with the gauge reading. Customer declined to reload the pump cartridge.